Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that intermittently, with no specific dates, 200-300 mls of tpn were left in the bag after the infusion completed. The calculations for the rates were accurate and the pharmacy confirmed that the amount in the bag was correct. The upper fitment may have been above the closed module instead of loaded correctly. Although requested, no further information has been received.